Event description:
Account alleged that the bed exit is not alarming at the bed. No pt impact.

Manufacturer narrative:
Account said that they are not getting a clicking on the side communication board. Tech asked account to check pins 30-31 for continuity on the 37 pin connector. No further info is available on the repair of this bed at this time.